Event description:
Product analysis was performed on a returned generator. External visual examination noted header fracturing around the connector blocks, feed thru wires, and anchor. No evidence of body fluid penetration was observed in the fractures. The cause of the fracturing was not determined. Excluding the header fractures, no additional surface abnormalities were noted on this device. The septa were not cored. Internal visual examination noted a white substance covering several areas (and components) on the pcb. Sem analysis identified elements in the substances as deposits of lead and tin (solder) and chlorine. The source of the chlorine could not be determined. Generator eos was confirmed (as result of battery depletion). The depletion was an expected event based on the results of a battery life analysis, utilizing the pts programmed settings. A post burn-in test could not be performed on the module. The corrosive effects of the chlorine prevented proper electrical functioning of the unit. The extent to which this condition may have impacted battery longevity or device functionality is not known.

Manufacturer narrative:
Conclusions: device malfunction occurred, but did not cause or contribute to a death or serious injury.